Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the md inserted the guidewire and then the sheath via the left femoral artery. The iab was prepped per instruction. The md inserted the iab catheter over the guidewire and put the iab into the "expected place (aorta descendens)." As the md began to remove the guidewire, it could not be moved backwards or forwards due to "strong resistance." Therefore, the md removed the guidewire with the iab as one unit. Another iab was inserted without difficulty. There were no reported patient complications.